Manufacturer narrative:
The international service engineer found a few occurrences of diagnosis codes: 111b (post 35v).111d (cbit- mc pcba adc failed).1127 (ovp circuit failed),1122(cbit blower temperature high), 1118 (post 5 v supply failed.).1117 (3.3 v supply failed.),1002(cbit blower temperature too high). In addition, the event log revealed that the log had occurred. The international service engineer replaced the motor control board to resolve the reported issue.

Manufacturer narrative:
The motor controller assembly was returned to the manufacturer for failure analysis. The mc board failed the tests. Customer complaint verified. The root cause is failure of spi transmitter u10.

Manufacturer narrative:
Report date: 20sep2021. Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that two check vent: (B)(4) supply failed: and "check vent: (B)(4) supply failed" alarms occurred on the unit. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer evaluated the unit and confirmed the reported problem. The international service engineer replaced the motor control board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.